Event description:
During a lap cholecysectomy procedure, the clips did not form properly into the jaws of the device, so it was impossible to clip. Another device was used to complete the case. There were no adverse consequences to the patient.